Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation found that the device was working to the manufacturer¿s specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. The root cause for the reported issue cannot be definitely determined as the issue was unable to be reproduced. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Review chapter 3, ¿installation and connection¿ thoroughly, and prepare the equipment properly before inspection. If the equipment is not properly prepared before each use, improper performance, an electric shock, patient and operator burns, and/or a fire can result. Before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and refer to chapter 9, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 9, contact olympus. Otherwise, improper performance, an electric shock, patient and operator burns, and/or a fire can result. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the equipment. If equipment with any irregularity is used, the equipment may malfunction or be damaged, and an electric shock, burns, and/or a fire can result. Olympus will continue to monitor the field performance of this device. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that there was no image on the video system center during a diagnostic flexible cystoscopy. The procedure was prolonged by 10 minutes and completed with a similar device without any additional medical intervention. The patient was not under anesthesia. There was no harm or user injury reported due to the event.